Event description:
Fast flow. Calculated by weighing pump at certain increments during infusion. Determined to be flowing over the expected flow rate at these times. No adverse event reported. Date of event: (B)(6) 2010.

Manufacturer narrative:
The sample was not available for eval and investigation. Without the actual product, a complete analysis cannot be conducted. An investigation is being conducted. A supplemental report will be filed at the conclusion to the investigation.